Manufacturer narrative:
Weight, ethnicity: information unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) was explanted from the patient's left (os) eye because the surgeon noticed there is no capsular support during post operative exam. Vitrectomy along with sutures were used to complete the procedure. There is no confirmation that the patient has lost more than 2 lines of visual acuity, but vision line is noted 20/40. The replacement lens is a non-johnson and johnson lens. No additional information provided.

Manufacturer narrative:
Additional information received, that the patient's capsule rent had extended posteriorly with vitreous prolapse. Section h6, clinical code has been updated from 4582 to 2142 for vitreous loss. And 2639 added to capture capsule rent. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: 1/25/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site. The lens was cleaned and visual inspection under magnification revealed, that the lens was received cut (but not separated). Which is consistent with a lens, that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.